Manufacturer narrative:
(B)(4) date sent: 1/4/2017. The analysis found that one ec45a device was returned with the closure trigger broken and in the opened position. In addition, without cartridge reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.the batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a left hepatectomy procedure, the surgeon felt it difficult to squeeze the firing trigger and the surgeon compressed the release button many times, but he could not open the jaws. In the end, the surgeon pulled the device from the tissue with force and the closure trigger broke down when the surgeon pulled the closure trigger. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.